Manufacturer narrative:
The carevo is equipped with two side supports to secure the patient. Each side support in the carevo has two handles. By using them at the same time, the side support can be folded or unfolded. The device inspection conducted by an arjo technician revealed and confirmed that the carevo side supports can be locked and unlocked correctly despite 2 worn spring bracket (metal clips that protect the locking handles from rubbing off). These parts do not affect the locking of the side rails which was confirmed during the device inspection as there was not possible to recreate the event. The manufacturer investigation revealed that precise sequence of movements has to happen to detach carevo safety side support. The instruction for use (IFU) (04.ba.08_13) provides information that when side supports are raised to a desired position they should lock and click into place. A caregiver should ensure that the side supports are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿warning: to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ to sum up, the carevo did not meet its performance specifications as side support opened unintended. The event occurred during use with the resident. The complaint decided to be reportable due to the resident fall reported resulting in a serious injury.

Manufacturer narrative:
An inspection of the device was performed. The side supports were in functioning order. It was indicated that both side support catches had worn spring brackets. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified of an event involving a carevo shower trolley. It was reported that while bathing a patient using the carevo shower trolley, the caregivers pulled the patient's hands and body to the left side, leaning against the caregiver, when the side support released unintentionally and the patient started to fall onto the caregiver. The caregiver held the patient's body and both the patient and caregiver fell to the ground with the side support. As a result, the patient's head hit the floor and began to bleed. An ambulance was called and the patient was taken to the hospital. A computed tomography (CT) scan showed a cerebral hemorrhage. The customer was interviewed the day after the incident, and during the interview, information was obtained that the patient was conscious and the hemorrhage had stopped. According to the customer, the caregiver was also injured - pain to the back and hand, but the injury did not require treatment.